Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4. Date of this report updated to 27 december 2023. G3. Date received by manufacturer updated to 08 december 2023. H3. Device evaluated by manufacturer? Not returned to manufacturer h6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On september 20, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.